Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information and the investigation result, omsc considered that the relevance between the reported microbes (candida, escherichia coli, and kleberia) and the subject device could not be ruled out. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that fibrous dust had adhered to the auxiliary channel. Then, the subject device was transferred to olympus service operation repair center (sorc). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, candida, escherichia coli, and kleberia were detected from the sample collected from the suction channel, the instrument channel, the air/water channel, the distal end, and the outer surface of the subject device. The user facility had reprocessed the subject device with a non-olympus automated endoscope reprocessor, endostream, using peracetic acid. The user facility did not provide other detailed information such as the number of microbes. There was no report of infection associated with this report.